Manufacturer narrative:
Batch review performed on 22 november 2024 lot 2345741: (B)(4) items manufactured and released on 15-jan-2023. Expiration date: 2028-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised batch review performed on 22 november 2024 for gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2341832 lot 2341832: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 22 november 2024 for gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot. 2343338 lot 2343338: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. The patient had an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. On (B)(6) 2024, the patient had an infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.